Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.50 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was reported as excessive vaulting and angle closure. A new peripheral iridotomy was added (laser) but nothing changed. The cause of the event was unknown. The lens remains implanted. The patient is seeing well but eye hurts.

Manufacturer narrative:
H6 - method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).